Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a failure of the system, it happened before used on patient. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed for the subject device. The helical blade inserter was received in a visually flawless condition. Inscription is readable. Color code exists as well. The work order of subject device part number, 03.037.017, lot 9066435, was checked. No discrepancies could be found. According to the device history records the whole lot was manufactured according to specifications. The dimension of the coil of the instrument was checked (with gauges (B)(4)) against the corresponding drawing. The dimension corresponds to the specification. The dimension of the diameter of the instrument was checked (with gauges (B)(4)) against the corresponding drawing. The dimension corresponds to the specification. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The complaint is invalid from a manufacturing standpoint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.